Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited a high capture threshold, resulting in loss of capture. The rv lead was not used. The physician elected to implant another rv lead and completed the procedure. The patient remained in stable condition.